Event description:
The following was reported to gore: on (B)(6) 2022, a patient was to be implanted with a 8mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to treat avf stenosis. A 0.035*150cm merit stiff wire was used. The viabahn® device was advanced to target lesion. The deployment knob was pulled by physician and it was pulled around 30 cm away from adapter. It was found the deployment line stuck and it was failed to complete the deployment. The device expanded a little at distal end. The viabahn® device was completely removed from patient. Another viabahn® device of same size was used to complete the procedure successfully. Patient did not experience any adverse consequences.

Manufacturer narrative:
Patient weight was unavailable. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The reported partial deployment was confirmed during evaluation of returned items. The reported stuck deployment line could not be confirmed because deployment continued during the evaluation using the deployment knob; however, the observed distal shaft kink is consistent with deployment difficulty. Cause of the event cannot be established based on the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.